Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 - device evaluation: the device has been returned and evaluated by product analysis on 06/28/2016 with the following findings: a review of the pump¿s black box data showed multiple cs 052 call service alarms. During evaluation, the pump powered on with auditory and vibration function; a cs 052 call service alarm occurred that would not clear. Further testing was unable to be performed due to the recurring alarm. The pump was opened and no intermittent condition was found to the printed circuit board. Evaluation revealed a software corruption failure.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple cs 052 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.